Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved cartridge was used with an unapproved handpiece and unapproved viscoelastic. Not enough info was provided to conduct a review on the cartridge. The root cause is most likely related to a failure to follow the dfu. The reporter used an unapproved handpiece with an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the lens failed to open after insertion. In a f/u, the surgeon reported the lens did not unfold once inside the anterior chamber. A posterior capsule tear occurred during the surgery. It is unk whether the iol caused or contributed to the event. The procedure was completed with a new lens placed in the sulcus. The surgeon also reported the use of an unapproved viscoelastic and handpiece during the surgical procedure.